Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The patient¿s systolic blood pressure dropped to 60 when the levophed IV rate transitioned from 36ml/hr to the kvo rate of 20ml/hr. The patient's bp improved slowly after the infusion rate was changed. Although requested, no additional patient or event details were provided by the customer.